Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose of almost 400 mg/dl. The customer was treated with saline, intravenous, potassium, insulin drip and electrolytes. Customer was experienced symptoms like nausea. Customer was hospitalized at evening 2 weeks ago. The customer was performed self test and it was passed. Insulin delivery was not suspended due to sensor glucose values. Customer was declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.